Event description:
The customer reported that her evis exera iii video system center was showing both an e216 and a b30 scope communication error when any scope was plugged in. The initial reporter when on to note that the image would appear for approximately five seconds, and then turn back. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user's facility to evaluate the device. While there, the fse did test the subject device with three different scopes, and partially confirmed the user's initial report. All three scopes displayed a black image after five seconds. Furthermore, the fse was able to see color bars, so then disconnected and reseated all cabling. This was unsuccessful, and the fse recommended that the unit be sent in for repair.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. It is possible that the phenomenon occurred due to a faulty video connector socket caused by long-term use of the device. Nearly 10 years have passed since the manufacturing of the device. Olympus will continue to monitor field performance for this device.